Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3: other text: device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal, a vela infrarenal, an afx iliac limb, and an ovation ix iliac limb to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2026. Three (3) days post initial procedure, the patient was scheduled for an additional procedure for an unknown reason; however, the procedure was cancelled as the patient changed their mind about having this procedure and was moved to comfort care. No further information is currently available. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.